Event description:
It was reported that during a rotator cuff repair, a knotless lateral row anchor was implanted and the sutures ripped out when tension was applied; the anchor was believed to have broken. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.